Event description:
Customer reported and unexpected negative reaction on a patient sample using capture-r ready screen. The event occurred with the ab_ID assay run on galileo. The 2_cell screen assay was also negative. Testing was repeated using manual tube method with an ortho panel and gamma peg. Anti-d and anti-e antibodies were identified. The sample was sent to a reference lab; anit-d and anti-e antibodies were confirmed.

Manufacturer narrative:
The presence of the d and e antigens were confirmed on retention capture-r ready-screen, lot x159 and retention and returned capture-r ready-ID, lot id075. The customer returned patient sample for investigation testing. The sample tested negative using returned capture-r ready-ID, lot id075. The sample was qns for further testing. A service call was performed on the customer's galileo. The camera was replaced. Repeat testing of the patient sample demonstrated expected reactivity with ready-ID lot, id076, but was still negative when tested with lot id075.